Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer by technical support, along with instructions on using an alternate method for insulin delivery, entering storage mode, and returning the malfunctioning pump. The customer was advised on updating the software and instructed to return the faulty pump within 10 days using a provided box and pre-paid label.